Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to the service department of olympus europa se & co. Kg (oekg) for inspection. The device inspection confirmed followings; -the reported event was not reproduced. Oekg performed a long running test on the device and didn't found power supply problems. The device passed all inspection items. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, based on the investigation result, olympus medical systems corp. (Omsc) assumed that the reported event was caused by followings; -the power cord was not fully connected. -the power cord was about to break. -the mobile workstation was not turned on. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that there was a problem with the power supply and the device did not switch on correctly with the power switch. This event did not occur during a procedure. There was no report of patient injury associated with this event.